Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cerebrovascular accident may have been procedure related. Per the IFU, a cerebrovascular accident is a known risk during the use of this device.

Event description:
During a ischemic ventricular tachycardia ablation procedure a cerebrovascular accident occurred. During the 5 hour procedure the act did not reach above 250 seconds. The cause of the cerebrovascular accident is unknown. There were no performance issues with any abbott device.

Event description:
During an ischemic ventricular tachycardia ablation procedure a cerebrovascular accident occurred. During the 5 hour procedure the activated clotting time (act) did not reach above 250 seconds. Following the procedure the patient complained of visual impairment. A CT scan was performed which confirmed an occipital infarct. The patient was monitored and remained in stable condition. There were no performance issues with any abbott device.

Event description:
During an ischemic ventricular tachycardia ablation procedure a cerebrovascular accident occurred. During the 5 hour procedure the catheter would intermittently show noise during ablation, which coincided with an increase in impedance that caused rf deliver to cease. The catheter was still used to complete the procedure. The activated clotting time (act) did not reach above 250 seconds but following the procedure the patient complained of visual impairment. A CT scan was performed which confirmed an occipital infarct. The patient was monitored and remained in stable condition.

Manufacturer narrative:
One tacticath sensor enabled contact force ablation catheter was received for evaluation. An opaque foreign material (fm) was noted between the tip electrode and electrode ring 2. No other visual anomalies were noted. This foreign material was determined to be the pebax shaft material, which is part of the deflection subassembly. Further investigation determined that the foreign material was consistent with damage from inserting/withdrawing the catheter tip within introducer sheath. Review of the ensite case study revealed increasing impedance during ablation. During the high impedance, noise was noted on the distal bipole. However, during electrical testing electrodes 1-4 and both thermocouples met specifications. The cause of the noise and increased impedance remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions we are unable to conclusively determine the cause of the cerebrovascular accident. Per the IFU, a cerebrovascular accident is a known risk during the use of this device.